Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed the software detected and alerted the user to excessive deflection during implant placement. Additionally, logs revealed alerts for patient movement during active trajectory motion which the user also reported as the cause for a misplaced electrode. Ultimately, the misplaced implant was revised intra-operatively and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.